Event description:
Gonarthritis of right and left knee [arthritis], severe injury right knee osteoarthritis [joint injury]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initial (B)(6) with gonarthrosis. The pt's medical history included previous treatment with altz (sodium hyaluronate). On (B)(6) 2011, the pt initiated synvisc, 2 ml into both knees. On (B)(6) 2011, she had the second synvisc injection in both knees. On (B)(6) 2011, fluid retention was found with swelling in the right knee, which was diagnosed as arthritis. The fluid was aspired from the right knee and the culture test was negative. Synvisc was not injected into the right knee. However she did have the third synvisc injection into the left knee. On (B)(6) 2011, fluid was found with swelling in the right knee, which was diagnosed as arthritis. On an unspecified date after that in 2011, the pt had a total knee arthroplasty (tka) of the right knee due to severe osteoarthritis injury. She then switched to altz for the left knee with no problems. On (B)(6) 2011, she visited the outpatient department to confirm the events' alleviation. The action taken with synvisc was permanently discontinued. The pt's outcome for the events of gonarthrosis and related symptoms was not yet recovered. The outcome for the event of knee injury was not provided. The reporting physician assessed the relationship between synvisc and the events of gonarthritis, right knee effusion, and bilateral knee swelling was probably related. The qa (qa) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. F/u info was received on (B)(6) 2011 from the orthopedic surgeon. The synvisc lot number was unk. The onset date of the event of gonarthritis in the right knee was (B)(6) 2011 and the onset date of gonarthritis in the left knee was (B)(6) 2011. The outcome is recovering. F/u info was received on (B)(6) 2011 from the surgeon. On (B)(6) 2011 and (B)(6) 2011, prior to the last synvisc injection to the right knee and the left knee respectively, the pt had no infection generally or complications as diabetes mellitus or immune deficiency, which easily induce infection. Prior to the synvisc injection, she had no skin disease, infection or inflammation around the injected knees. Sterile needle and sterile gloves were used. The injection sites were sterilized with alcohol. The needle was inserted into external suprapatellar pouch with no problem. On (B)(6) 2011, after the injection in the left knee, the whole area of right knee swelled with fluid which was opacity but negative for culture test. On (B)(6) 2011, the whole area of left knee swelled with fluid which as opacity but negative for culture test. The reporting physician concluded the symptoms of the knees as swelling, pain, fluid retention, and knee hot feeling as arthritis, additionally taking into consideration crp (c - reactive protein) and wbc (white blood cell) values.

Manufacturer narrative:
Add'l info was received on (B)(6) 2012 from the physician. On (B)(6) 2011, the pt recovered from the event of gonarthritis of right/left knee, following total knee arthroplasty (tka) of the right knee and altz for left knee. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product was not affected by the report.